Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) failed final pack testing. The device was routed to guidant's reliability assurance laboratory for further analysis.